Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted, which may have contributed to the clinical observation. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that this damage was due to tensile forces, possibly during the implantation procedure. The visual inspection showed cuttings in the insulation, which most likely occurred during the explantation procedure, and signs of abrasion along the lead body. Furthermore, analysis revealed the presence of coagulated blood in the lumen of the lead. In summary, the lead¿s distal part was found bent, which possibly resulted from the implantation procedure. Cuttings in the insulation from the explantation procedure as well as signs of abrasion were found along the lead body. Coagulated blood was present in the lead's lumen. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to dislodgement and loss of capture. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).